Event description:
The contact at the hospital reported that the orbit galaxy coil (640cx0408/15976106) stretched. It is unknown how the procedure was continued. At the time of initial contact the coil was available for return.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Manufacturer narrative:
Review of lot 15976106 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.